Manufacturer narrative:
The cycler has not been returned by the reporter as requested. Nxstage system one user guide instructs the user to monitor treatment and respond promptly to all alarms and cautions. The cycler alarmed appropriately in response to the low dialysate. Should the cycler become available for investigation, a supplemental report will be filed. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was initially received from the patient's spouse on (B)(6) 2015 regarding a (B)(6) male patient who expired during treatment. Follow up with the home treatment nurse (htn) confirmed the patient had history of diabetes and end stage renal disease and had been treating with nxstage system one for approximately two years. On (B)(6) 2015, the patient was treating with bagged dialysate which ran out prior to the end of treatment. The patient elected to perform a manual rinseback by squeezing the saline bag. The patient became unresponsive and was transported to the emergency room where he expired. The htn reported there was no evidence of air in the system, no clotting was noted, and the cycler alarmed (caution 14) as expected. The hcp did not provide a cause of death.